Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump black box showed one power event on (B)(4) 2015 at 21:10; when the pump was powered on, the time and dat were incorrectly set to (B)(4) 2015 00:02 which lead to ¿exceeds max tdd limit¿. The max delivery was set to 50.0 units. The pump was exercised at a rate of 1 unit per hour for 24 hours without max delivery alarms or other issues occurring. The battery was removed and when the pump was powered on, the max daily delivery setting did not reset to default settings. Unrelated to the complaint, the battery compartment was observed to be cracked above and below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump's maximum delivery limits were reverting back to default settings when the battery was replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.